Event description:
On (B)(6) 2021 it was reported that the infinity central station (ics) did not alarm for a patient on a delta that had a 9 second [heartbeat] pause. The pause [paus alarm] was set for 2. Initially, no adverse patient impact was reported. On 11jan2022 new information was received noting that the patient had been sick on the covid floor and did pass away, however, it was not confirmed if the reported issue contributed to the event/patient outcome.

Manufacturer narrative:
Additional information was provided noting that multiple delta monitors are used and the device remained in use amongst all of the others so the involved monitor cannot be identified. Where the delta monitor remained in use, the logs have been overwritten and therefore are not available for this investigation. Ics logs were provided but do not cover the date of the event indicating the event was not locked so the logs for the time of the event are not available for this investigation. The complainant was advised to collect device logs and lock the event at the ics if this or any other issues occur in the future in order to support the investigation as this includes error logs, alarm history logs, full disclosure of event information, etc. Snapshot images of the arrhythmia settings and of the lead ii ECG signal (from (B)(6) 2021 09:34:49 to 09:35:24) were provided. The lead ii ECG signal shows an erratic heartbeat (30 beats, unevenly timed) followed by no heartbeat for approximately 10 seconds followed by 5 normally time beats with artifact and a noisy baseline. The arrhythmia alarm settings snapshot shows the paus alarm setting a 2.5 (alarm provided after 2.5 seconds with no heartbeat detected) and a "cannot learn lead v" message. However, there is no date/time displayed and this may not have been from during the event. For arrhythmia monitoring, the user selects single channel (one ECG lead signal) or dual channel (two egc lead signals) of the available ECG leads to be analyzed for detection of arrhythmias. The following additional information was requested: was the single or dual channel option being used for arrhythmia monitoring? Which lead/s were selected for arrhythmia monitoring? A follow-up report will be submitted upon completion of this investigation.

Event description:
On (B)(6) 2021 it was reported that the infinity central station (ics) did not alarm for a patient on a delta that had a 9 second [heartbeat] pause. The pause [paus alarm] was set for 2. Initially, no adverse patient impact was reported. On (B)(6) 2022 new information was received noting that the patient had been sick on the covid floor and did pass away. However, it could not be confirmed if the reported issue contributed to the event/patient outcome.

Manufacturer narrative:
Further details were provided from the complainant stating no logs from the involved delta monitor were available as the device remains in use and the biomed was not able to identify which delta was involved/provide the involved device serial number. It was noted that the ics was online/connected to the delta/bed but did not sound an alarm to alert anyone of the event. They could not determine if there was a delay in treatment. The ics logs provided did not cover the date of the event. Images of the delta monitor arrhythmia settings and of the lead ii ECG signal (from (B)(6) 2021 09:34:49 to 09:35:24) were provided. The lead ii ECG signal shows an erratic heartbeat (30 beats, unevenly timed) followed by no heartbeat for approximately 10 seconds followed by 5 normally time beats with artifact and a noisy baseline. The arrhythmia alarm settings snapshot shows the paus alarm setting a 2.5 (alarm provided after 2.5 seconds with no heartbeat detected) and a "cannot learn lead v" message. However, there is no time displayed for this screenshot and this may not have been during the event. For arrhythmia monitoring, the user selects single channel (one ECG lead signal) or dual channel (two egc lead signals) of the available ECG leads to be analyzed for detection of arrhythmias. In this case, the specific lead/s that were selected were not provided. As there is insufficient information from the event (i.e. Monitor/ics logs, full disclosure of event information, etc.), root cause could not be determined. The customer was advised to collect device logs and lock the event at the ics if for any issues reported going forward. H3 other text : involved device remains in use and cannot be identified by the customer.